Event description:
Small clip applier malfunctioned and would not dispense clips. Item needs to be RMA'd [return merchandise authorization]. Returned to metal cabinet with patient label. Covidien item 133650, I do not have the lot. There was no patient harm.